Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a type ia endoleak on an unknown date post the index procedure. A secondary procedure was carried out approximately six years post the index procedure to treat the endoleak. A non-mdt fenestrated stent graft was implanted during the procedure-a large fenestration was used for the celiac artery and a large fenestration was used for the superior mesenteric artery- and stents were implanted as snorkels for the left and right renal arteries. Two endurant ii stent grafts (etew2020c82e) were also implanted during the procedure in a double barrel fashion within the distal end of the non-mdt fenestrated stent graft to try to achieve seal and resolve the type ia endoleak. The patient returned for follow up on an unknown date and a gutter leak was noted between the non-mdt fenestrated stent graft the and snorkels, along with expansion of the abdominal aortic aneurysm. An additional procedure was carried out approximately two years and five months post the first secondary procedure. An endurant ii stent graft cuff implanted above the superior mesenteric artery and covering the celiac artery and the snorkels were also extended with non-mdt stents. It was reported that this did not resolve the gutter leak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.